Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from a hospital procedure form that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to a probe sensitivity problem. No additional adverse patient effects were reported. A request was made for the local sales representative to obtain additional details about this case. The explanted products have not been returned for analysis. Additional information was received. The device and electrode were explanted and replaced with a transvenous ICD system. It was reported that the patient had received an inappropriate shock with the s-ICD, due to oversensing t-waves and undersensing premature ventricular contractions (pvcs). The field representative confirmed the explanted products were not going to be returned.